Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitreotome stopped working properly in the middle of a vitrectomy procedure. The vacuum function was working but it was not cutting. The mouth of the vitreotome remained open which caused a hole in the patient's retina. It was indicated the product sample was available. Additional information has been requested but none has been received at this time.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of not cutting during surgery. The returned sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not close completely. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 15 to 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was wear at the inner cutter bend area. Actuation testing was performed again after the probe was disassembled and the actuation testing was then deemed conforming. The complaint evaluation did confirm the probe had a nonconforming cut performance issue due to the cutter not closing completely. The root cause for the cutter not closing completely could not be determined from this evaluation. The most likely cause for the poor cutting was from the inner cutting becoming damaged after about 15 to 20 minutes of use. This damage impeded the movement of the cutter shaft and would not allow the cutter to completely close. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutting performance. An investigation has been completed and action implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe not cutting well, which resulted in a hole in the retina; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).